Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Brand name: esteem synergy stomahesive skin barrier w/ landing zone flange w/ white tape collar and pre-cut opening. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Patient reported and noticed itchiness under the tap collar. Samples were sent out to patient and was instructed to call back with any further questions. The end user subsequent outcome was not reported.